Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip device was returned for product investigation. The sample includes the carrier tube and hemostasis sheath. The device was subjected to visual analysis. The device appears to have been used as it is covered in blood. The carrier tube and hemostasis sheath are fully mated, in rear lock position. The device tip was cut and the anchor, collagen and tamper tube deployed. The complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause may have been an obstruction at the distal tip of the device, preventing the anchor from positing onto the sheath tip. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Event description:
The user facility reported that the closed after a peripheral intervention using a 7fr 45cm destinations guiding sheath. The sheath was exchanged for the 8 french angio-seal sheath without difficulty. The angio-seal was advanced into the sheath without difficulty. Upon retraction of the angio-seal to seal the vessel, the entire angio-seal device came out of the vessel and skin tract. Immediate manual compression was held. Upon inspection of the angio-seal, it was discovered that the footplate never came out of the sheath tip to catch on the vessel. Hemostasis was achieved by manual compression and the patient was stable. No blood loss was mentioned. There was no patient injury or surgical intervention required.

Manufacturer narrative:
A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: pv coordinator. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.